Manufacturer narrative:
The customer complained of sensor not being detected by the transmitter and the sensor could not be linked to the transmitter. The case was escalated to next level support who requested the customer to send a transmitter diagnostic log. The review of the transmitter log revealed that sensor was indeed not detected by the transmitter. The escalation team issued transmitter replacement to determine if the issue was transmitter-related. But the sensor could not be detected even by the new transmitter. Since the problem persisted, the customer was advised to reach out to the hcp to discuss about locating the sensor and possible removal and replacement. A return material authorization (RMA) was issued to request the sensor for further evaluation. However, the sensor was not received. As a result, root cause analysis was not possible for this complaint. Based on the available information, the potential root cause of the sensor not being detected by the transmitter can be attributed to the placement; the sensor was either inserted deeper than usual or at an angle not detected by the sensor. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On 29 july 2025, senseonics was made aware of an incident where the customer complained of sensor not being detected by transmitter and that sensor could not be linked. A transmitter replacement did not resolve the issue and the customer was asked to reach out to hcp to determine if the sensor was inserted and to discuss if removal and replacement of sensor is required. The incident did not result in any patient harm.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.